Event description:
The user facility reported that a portion of the guidewire coating was sheared off during an iliac stent procedure. The physician stated that the patient's artery was "very carlcified" and some of the coating was sheared off as he pulled back to withdraw the guidewire through the metal entry needle. One piece of the detached material was retrieved with a snare device, but the second piece could not be recovered. The physician decided to place a stent over the unretrieved material to entrap the piece against the wall of the vessel. The procedure was completed successfully and the patient condition was listed as "fine."

Manufacturer narrative:
Results is based upon evaluation of user facility information and return sample evaluation. Conslusions is based upon evaluation of user facility information and return sample evaluation. The involved device was returned for evaluation along with a detached piece of polyurethane. Visual examination of the returned sample confirmed that the polyurethane coating had been partially sheared-off the distal portion of the guidewire for approximately 221-mm. The edge of the sheared material was smooth indicating contact with a sharp surface. The length of the detached piece of polyurethane was less than 221-mm, which confirmed that all of the sheared material was not returned. Testing of the returned sample in undamaged areas confirmed that the polyurethane coating had been properly adhered. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The event description and sample appearance are consistent with damaged to the guidewire due to manipulation against a sharp surface, such as the metal entry needle that was used during the procedure. There is no evidence that this event was related to a device defect or malfunction. The instructions-for-use do address the potential for such an event by stating, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.